Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ventricular fibrillation (vf) storm on 24jul2022 with multiple shocks. The log files revealed some pulsatility index (pi) events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had 6 shocks by their automatic implantable cardioverter defibrillator (aicd) out of the hospital. A shock of 150j was administered with no reversion, then a 200j shock was administered with reversion to sinus rhythm. The patient received amiodarone infusion, lidocaine at 2mg/min, and esmolol at 100mcg/kg/min. There was no clinical compromise due to the ventricular fibrillation (vf). The patient had an aicd implanted prior to the left ventricular assist device (lvad) implant.